Event description:
It was reported that the user received an occlusion alert on an ilet pump while using a contact detach infusion set and experienced hyperglycemia around 500 mg/dl; the user was instructed to resume delivery during the alert and then complete a full supply change after noting loose infusion set adhesive, after which insulin delivery resumed and troubleshooting and education were completed. Customer care provided support that included customer support troubleshooting, and verification of insulin delivery resumption. Investigation of this case revealed an occlusion condition associated with an infusion set adhesion issue that resolved after a complete supply change. Symptoms included polydipsia associated with hyperglycemia. Outcomes included improvement in blood glucose with a confirmed downward trend after resumption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user- and use-related occlusion due to compromised infusion set adhesion.